Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant of the atrial lead, the preformed curvature of the lead appeared to be misshapen. The lead could not be positioned in the atrium. The lead was removed from the pocket and a replacement lead was successfully implanted at that time.